Manufacturer narrative:
(B)(4). One used ls1037 device was received for evaluation. Visual inspection found no defects. Functional testing was conducted. The device was activated multiple times in different positions on simulated tissue in an attempt to duplicate the reported condition. The device was found to activate normally without any unintended activations. However, inspection of the switch pcb found two black switch retaining posts were missing. This assembly error allows the post and purple button to have added movement which could have caused or contributed to self-activation of the device. Thus, the customer's reported condition is considered confirmed and is attributed to a failure in the supplier assembly process. The appropriate personnel have been notified. No trend has been identified for this failure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy, the activation button of the device appeared to be loose and not properly attached. Reportedly the loose button caused unintentional activation of the device. The surgeon used another device to the complete the procedure. There was no injury to the patient.